Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). A 6f non-bsc introducer sheath was introduced. After a 1.0 non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Following predilation with a 3.5x15mm non-bsc balloon catheter, a 32 x 4.00 promus premier drug eluting stent was selected for use and advanced to treat the lesion. However, the physician met significant resistance and the stent was eventually stuck to the wire. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage to the distal edge. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The ro markerbands were examined and there was no damage noted. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A 0.014 inch guide wire was inserted into the shaft and was able to track the device without issue. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). A 6f non-bsc introducer sheath was introduced. After a 1.0 non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Following predilation with a 3.5x15mm non-bsc balloon catheter, a 32 x 4.00 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. However, the physician met significant resistance and the stent was eventually stuck to the wire. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.